Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. (B)(4). The event of "capsular contracture unknown baker grade, seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture unknown baker grade, seroma-late.

Event description:
Healthcare professional reported that rupture, capsular contracture and seroma late. This relates to the left side. The device has been explanted.